Event description:
It was reported via our sales rep, that during surgery when they tried to remove a broken screw, the tip of the thread was broken off. According to his information there was a prolongation of 16 minutes but there was no impairment of the pt. The surgery was completed successfully with a replacing device.

Manufacturer narrative:
Device evaluation: low power optical examination - appearance of the breakage surface shows the typical structure of a brittle breakage due to overload. Plastic deformation and evidence of overload by torque are not found. Dimensional examination - dimensional examination revealed no deviations in the relevant undamaged areas. Examination of mechanical properties - a hardness test according to (B) (6) revealed the hardness of the material being within specified parameters. Review of device history record - a review of the DHR for the conical revealed no discrepancies. Evaluation revealed no evidence for deviation in material or manufacturing process. Appearance of the breakage surface suggests being the result overload by bending (lever) stresses. According to the available information the exact cause of the event could not be determined but was considered as being user related.